Event description:
Pt called in to state that he needed an early fill on his dexcom sensors. He states he has had to replace the last 2 he put on due to them not working correctly or staying adhered to his skin. Pt code: 4582. Device codes: 2588, 1068. Ref report: mw5178414.